Event description:
Or staff report that the instrument would not pass cavity assessment. The surgeon then used a hysterscope to check for a perforation--there was none. The surgeon again tried to use the ablation device, but it would not pass the cavity assessment. A second ablation device was used. Surgery was extended by 30 minutes. No harm to patient or staff.====================== manufacturer response for endometrial ablation kit, novasure======================or staff notified the rep on the day of the event.